Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, non-calcified and 90% stenotic proximal left circumflex artery. The physician advanced the 3.5x15mm quantum maverick balloon to the lesion and inflated it 12atms on the first inflation, and it ruptured. There were no patient complications. The procedure was successfully completed with a different device, and the deployment of a 3.5x20mm taxus express2 stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. There are no similar complaints related to this batch number. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.